Manufacturer narrative:
(B)(4). Philips was not provided with repair data.

Event description:
The customer reported the ventilator alarmed with vent inop due to power supply failure and restarted while in ventilation mode. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received. (B)(4). A follow up report will be submitted once the investigation is complete.